Event description:
Complainant alleged that during routine preventative maintenance the device displayed a "pacer fault" message. The complainant indicated that there was no pt involvement in the reported malfunction.